Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-01430 and 1225714-2014-01431.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event and subsequently expired on (B)(6) 2006 during use of the product.